Manufacturer narrative:
Investigation results: a visual examination showed that the stent was received fully mounted on the delivery system. During product analysis the stent was able to be deployed without issue. It was noted that the inner shaft was kinked 15mm proximal to the distal marker band. There were no issues with the profile of the stent. Device analysis determined that the condition of the returned device was consistent with the complaint that the stent failed to deploy. The noted issues indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was to be used to treat an 80mm eccentric and progressive lesion with 60% stenosis which was 8mm in vessel diameter. Reportedly, the patient's anatomy was moderately tortuous and was not pre dilated. During the procedure, the physician partially deployed and reconstrained the stent twice to reposition. However, on the third attempt, the stent could not be deployed anymore. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. (B)(4). According to the complainant, the stent was removed from the patient fully constrained on the delivery system.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was to be used to treat an 80mm eccentric and progressive lesion with 60% stenosis which was 8mm in vessel diameter. Reportedly, the patient's anatomy was moderately tortuous and was not pre dilated. During the procedure, the physician partially deployed and reconstrained the stent twice to reposition. However, on the third attempt, the stent could not be deployed anymore. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.